Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's nurse reported via phone call that the insulin pump's act and escape buttons were unresponsive. The caller did not list any significant events leading up to this issue. Blood glucose level at the time of the incident was 94 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons are functioning properly during testing our however, found moisture damage to the keypad traces during our visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.